Event description:
Patient having pci (percutaneous coronary intervention), stable for stent into the circumflex. During the procedure, inadvertently introduced air into the coronary artery. This occurred during second stent deployment to the lad (left anterior descending artery). The patient complained of chest pain. On the EKG, st elevation in leads 2, and 3, then bradycardia, then asystole and pea (pulseless electrical activity). Code blue called and CPR started. The patient was shocked x 4 for vfib, epi x2 given, atropine x1 given, and bagged by resp therapist. Transferred to intensive care.======================manufacturer response for stopcock, (brand not provided) (per site reporter).======================we have gone back to ordering the other type of stopcock which is less stiff and easier to work with.